Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event can be [detected/prevented] by following the instructions for use which state: user may detect error message e315 by handling device in accordance with IFU. IFU: bf-290 series operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had a black screen and error e315 incompatible scope message. There was a three minute delay. The device was replaced and the procedure was completed. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.